Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that surgical technique contributed to the stent mispositioning. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent (model g2-w) has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon inadvertently implanted one (1) of two (2) stents below the trabecular meshwork (tm). Per report, a back-up device was used to implant two (2) additional stents for a total of three (3) "good" stents and one (1) "non-functioning" stent. The report noted that surgical technique contributed to the mispositioned stent. Additional information has been requested.

Event description:
Through follow-up, the following additional information was received. Per report, postoperative visualization of the stent in the left operative eye (os) was described as "unable to be visualized" as of postop day one (1) with no gonioscopy performed, and the stent does not appear to be in the anterior chamber (ac). Reportedly, the stent's positioning is being monitored with no adverse patient impact or intervention required, and the patient awaiting further follow-up in three (3) to four (4) weeks. The report noted that the surgeon believes poor view secondary to multiple bubbles in the viscoelastic, and transient blood contributed to the stent mispositioning. The report also noted the event as "resolved".

Manufacturer narrative:
Additional information: a2, a3, a6, b5, b6, b7, g2, g3. MFR# reference: (B)(4).